Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and haptic was bent during insertion. The lens was removed and another lens was implanted without any pt injury.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that a haptic was bent and there was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.